Manufacturer narrative:
(B)(4).

Event description:
Ous MDR - the balloon could not be deflated as it should be during 2 minutes and stuck in the sheath. Therefore the sheath and the balloon were removed at once without further complications. Patient was (B)(6) years old at the time of this event.